Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user: ¿maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is currently being assessed and a follow up report will be sent. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
After a procedure where the physician used a cook 10 shooter saeed multi-band ligator, the following information was provided to cook by the user: after the procedure of endoscopic variceal ligation, the patient was moved to the resuscitation [recovery] room where the nurse carried out phlegm suctioning for the patient. A band (5 mm black) was suctioned from the patient as well. Additional information was received on (B)(6) 2018: nine (9) of the ten (10) bands of the device were successfully deployed. The first and second band were deployed in one release [premature band deployment]. The second band was not deployed on any varix, which is why the band was suctioned from the patient's esophagus. Additional information was received on (B)(6) 2018: the suctioning was performed at the oropharyngeal area.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user: ¿maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
After a procedure where the physician used a cook 10 shooter saeed multi-band ligator, the following information was provided to cook by the user: after the procedure of endoscopic variceal ligation, the patient was moved to the resuscitation [recovery] room where the nurse carried out phlegm suctioning for the patient. A band (5 mm black) was suctioned from the patient as well. Additional information was received on 05/16/2018: nine (9) of the ten (10) bands of the device were successfully deployed. The first and second band were deployed in one release [premature band deployment]. The second band was not deployed on any varix, which is why the band was suctioned from the patient's esophagus. Additional information was received on 05/18/2018: the suctioning was performed at the oropharyngeal area. Other than the deployed bands, a section of the device did not remain in the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.